Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: hmi-reset - display darkened.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be due to a hmi reset as the failure mode of the malfunction, which was due to an incorrect status synchronization between the controller and the current software version. The correction consisted in performing preventive maintenance, technical service and a software update to sw 1.2.3.

Event description:
The following was reported to hamilton medical ag: summary: hmi-reset - display darkened.